Event description:
It was reported that the patient presented with pain and numbness in her right side and lower back. Surgeon recommended a course of physical therapy and surgery to relieve her of her pain. Surgeon performed surgery consisting of a spinal fusion using rhbmp-2/acs with the installation of hardware after the surgery, lost flexibility and began to suffer from constant dull pains throughout her body. Patient continues to suffer from constant aching pains throughout her body.

Manufacturer narrative:
(B)(4). Date of surgery is unknown but surgery happened in (B)(6) 2006. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.